Manufacturer narrative:
Exemption number: (B)(4). (B)(6) is submitting the report on behalf of berlin heart (B)(4) (manufacturer). The excor driving tube lot 562113 was used from 2013 (B)(6) to 2013 (B)(6) for 199 days. The manufacture of the drive line evaluated the driving tube and confirmed the leak. Visual evaluation of the driving tube under 10 x magnification showed that the driving tube was broken at the tubing connection to the blood pump. Review of the lot history record for this lot and the manufacturing process did not show any discrepancy or any problem related to manufacturing process. The driving tube broke at a position near the transition from the thicker to the thinner part of the tubing. Based on similar complaints, CAPA (B)(4) was generated to determine the root cause and implement corrective action. Ref#: imp (B)(4).

Event description:
The nursing home informed us that a small leakage at the driving tube of an excor patient was detected. The leakage was located directly to the connection of the excor blood pump. The driving tube was replaced. During the event, the patient's hemodynamics and condition were unchanged.